Event description:
It was reported that on approximately (B)(6) 2015, the patient had increased pain, less than 50% therapy relief, and underdose symptoms. The logs were checked and reportedly the pump had a critical alarm for a motor stall which had recovered after more than two hours. Reportedly the motor stall occurred, the pump was programmed again ¿new¿ and fifteen minutes after programming everything was ¿ok¿ and the patient felt better. However, the patient stated the motor stall had occurred at different times and he would hit the pump pocket and then it would work again. The issue was reported as unresolved and the cause undetermined. As a result the pump was replaced on (B)(6) 2015. However, the pump session reports from (B)(6) 2015 showed that a motor stall, a low and empty reservoir had occurred. Further information noted that the stall had occurred several times and the patient heard the alarm and went to his pain physician. The representative could not read the logs when the pump was received as ¿it seemed to be empty.¿ further, it was then reported that the stall had not recovered but only recovered after new programming and appeared after some hours again (different). Therefore, it was better to explant the pump. The patient had initially provided the wrong implant date. The implant date was checked and reported as approximately implanted in (B)(6) 2010. At the time of the report the patient's status was reported as alive-no injury. This device system delivered temgesic. Additional information was requested to clarify event details as reported and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the stall was no longer visible on the prinout and the logs could not be read because the pump was empty. The patient did not hear the empty alarm but had not missed the filling appointment. The pump was confirmed to have been explanted on (B)(6) 2015. The pump was further interrogated on (B)(6) 2015 after the explant but the pump was not emptied after or at the explant procedure. The patient was currently "ok" and the new pump was working "fine." Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.